Manufacturer narrative:
On 8-sep-2023, the photo analysis was completed. On 11-sep-2023, the pi completion was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and two hours into the procedure, reverse blood from the base of the side port of the vizigo was confirmed. The actual volume of blood was unknown, but the blood was just dripping and physician immediately noticed that event. When flushed, water leaked from the same site, and when suction was applied, air was drawn into the vizigo from the same site. The procedure was completed without further use of the vizigo because it was at the end of the procedure. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, it looks like the connector of the three-way valve was broken, this condition could be related to the handling of the device; however, this cannot be conclusively determined.  The customer complaint was confirmed based on the picture received. Visual analysis revealed that the connector of the three-way valve was found cracked. The damage could be related to an excessive force during the connection, however, this could not be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. Due to the condition of the three-way stockcoc a device history review was performed for the finished device 00002290 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The bwi product analysis lab received the a picture of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and two hours into the procedure, reverse blood from the base of the side port of the vizigo was confirmed. The actual volume of blood was unknown, but the blood was just dripping and physician immediately noticed that event. When flushed, water leaked from the same site, and when suction was applied, air was drawn into the vizigo from the same site. The procedure was completed without further use of the vizigo because it was at the end of the procedure. No patient consequences were reported. During a subsequent inspection, a crack was noted on the vizigo's side port. The hemostatic valve and brim cap were not dislodged or damaged. Side port breakage is MDR-reportable.